Manufacturer narrative:
(B)(4).

Event description:
Procedure type: stress urinary incontinence. According to the reporter: age (B)(6). The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Product was used for therapeutic treatment. Other relevant history: stress urinary incontinence concomitant therapy: unk.